Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR.: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent damage post-deployment after secondary device interaction occurred. The target lesion was located in the ostial and proximal internal mammary artery. A 90cm non-bsc guide catheter was used to cannulate the artery. After a non-bsc guidewire crossed the lesion, pre-dilation was performed using a 2.0mmx15mm non-bsc balloon. A 2.5mmx20mm synergy drug-eluting stent was then deployed. A non-bsc intravascular ultrasound (ivus) catheter was advanced but failed to cross the previously implanted stent and got hung up on the proximal end. Post-dilation was performed using a 3.5mm nc balloon catheter. The non-bsc ivus catheter was then re-introduced and revealed a fully opposed 2.5mmx20mm synergy drug-eluting stent with no struts within the lumen. However, the angiographic appearance of the stent was not geometrically contiguous. The stent was post-dilated again which resulted to an improved geometric appearance. It was deliberated to insert a second stent but it was then decided to end the intervention at that moment. The procedure was completed with this device. No patient complications were reported and the patient did well.